Manufacturer narrative:
Summary of analyzer log review: the two point calibration log shows that the cassette was installed from (B)(6) 2020-(B)(6) 2020. There were no k failures the entire time the cassette was installed. The manual quality control (mqc) log indicates that mqc was not run on the sensor cassette. The recommendation is to run mqc on the sensor cassette prior to patient testing per abl80 service manual to ensure that the cassette is in testable condition. The returned sensor cassette was evaluated and tested . The results showed that the performance of the sensor was within specifications limits for k+. The sensor passed all levels of mqc. The root cause investigation has been finalized and it has not been possible to identify the root cause which remains unknown.

Event description:
According to the complaint, customer complains about abl80 co-ox with serial number: (B)(6) deviation on parameter k about ca. 2mmol/l too high compared to other abl80. Abl80 coox. Sn: (B)(6). K: 4.31 mmol/l. Abl80 coox . Sn: (B)(6). K: 4.32 mmol/l. Abl80 coox . Sn: (B)(6). K: 6.23 mmol/l. Discrepancy: 6.23-4.31=1.92 mmol/l (false high). There are no reports of death, serious injury or maltreatment. Also, no information regarding gender, age, ethnicity or race of the patients.

Event description:
According to the complaint, customer complains about abl80 co-ox with serial number: (B)(4) deviation on parameter k. About ca. 2mmol/l too high compared to other abl80. Abl80 coox sn: (B)(4): k: 4.31 mmol/l. Abl80 coox sn:(B)(4) k: 4.32 mmol/l. Abl80 coox sn:(B)(4) k: 6.23 mmol/l. Discrepancy: 6.23-4.31=1.92 mmol/l (false high). There are no reports of death, serious injury or maltreatment. Also, no information regarding gender, age, ethnicity or race of the patients.